Event description:
The manufacturer received information alleging all of the lights turn red and a very loud alarm occurred on a trilogy evo, USA device. The ventilator is inoperable. There was no harm or injury reported. The trilogy evo, USA device has been returned to the manufacturer, but evaluation has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.